Event description:
Technician alleged this had no bed functions.

Manufacturer narrative:
Technician found that the power supply board had signs of fluid ingress. He replaced the power supply board and the bed functioned properly. The bed was found out of service in a hallway and there were no alleged injuries.